Manufacturer narrative:
(B)(4). The customer did not return the actual complaint sample; however, an unopened cv-12955 kit from batch 71f17h1400 was returned. A visual examination revealed the dilator was packaged correctly within the tray and no defects or anomalies were observed on the dilator. The dilator tip was undamaged. The returned representative sample dilator met all relevant dimensional requirements. The dilator body length and outer diameter were measured and were found to be within specification. The dilator tip inner diameter was also found to be within specification. A device history record (DHR) review was performed on the dilator and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit provides suggested techniques for dilator and guide wire insertion. Complaint verification testing could not be performed as the actual complaint sample was not returned for analysis. A representative sample was returned which met all relevant dimensional and visual requirements. A DHR review was performed and no relevant findings were identified. Without the actual device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
The customer alleges during usage the tip of the dilator got torn. No report of patient injury. No report of delay in treatment. No report of intervention.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges during usage the tip of the dilator got torn. No report of patient injury. No report of delay in treatment. No report of intervention.